Manufacturer narrative:
(B)(4). According to the (B)(6) the problem was solved by the biomed at the hospital. The biomed rebooted the pump and it worked fine. The customer believes the problem was caused because they accidentally hit the on/off button. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that after initiating support with the rotaflow and transporting the patient to the ICU on battery supply, the unit powered completely off lost all power including battery once the customer plugged it into the outlet. The clinicians rebooted the pump and it worked fine. No harm to the patient was reported. (B)(4).